Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose 52 mg/dl and the current blood glucose was 223 mg/dl. Customer treated low blood glucose with food. Customer did not stated any symptoms related to low blood glucose. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.